Manufacturer narrative:
The device and lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise on the rv channel that was oversensed, resulting in intermittent pacing inhibition. It was noted the patient had been using a massager on his right shoulder; that was tested in the clinic and very little noise was seen by the device. It was questioned whether the left ventricular (lv) lead could be used for pacing rather than the rv lead. However, the device uses the rv lead for timing. All lead measurements were stable and within normal limits. At a later device check, when the patient was hospitalized for a fast heart rate of 130 bpm, interrogation showed continued noise on the rv channel, with 69 nonsustained episodes stored. The patient had an underlying rhythm, so there were no symptoms related to the noise and oversensing. Troubleshooting was performed and noise was recreated with isometrics and valsava maneuvers. A possible lead issue was considered, as the rv lead had been implanted since 2000. Sensitivity had been reprogrammed from 0.6mv to 0.8mv to avoid sensing the noise. At this most recent device check, the chronic noise was again discussed. Sensitivity had already been adjusted to 1.0mv, and the health care professional (hcp) was considering changing it to the maximum of 1.5mv. Technical services discussed defibrillation threshold (dft) testing to ensure vf could be sensed at that setting. The lead measurements remained stable and within normal limits, and the oversensing and inhibited pacing did not result in asystole of greater than two seconds as the patient had an underlying rhythm. No changes were made to the system at this time. No adverse patient effects were reported.